Event description:
Healthcare professional reported the pump said that there was 2.7mls remaining but it was visibly empty with air bubbles in the tubing. The pump beeped intermittently during the infusion upstream occlusion. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.